Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider stating that a doctor would be explanting the patient¿s implant and wanted to know if they needed to have the manufacturer come and get the implant. The caller stated the patient mentioned itching at the site since about a year before the report, and sometime the itching was so bad that it felt like something was poking out. The removal of the implant was scheduled for the end of (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional inquired about what tools are needed for an explant. It was reported that the battery was dead but there was no allegation about longevity. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient's stimulator had quit working, further stating that their implanting health care provider (hcp) had gone from the area and could not find her. Patient stated that they needed the device removed because it no longer worked and it was a constant irritant to them. Patient clarified that the stimulator was irritating them, breaks the patient's skin and something was poking out. Patient stated that she is a retired nurse practitioner and had a surgeon friend in (B)(6) city who would probably remove the device for them if they could get all the information they needed about the device. Patient stated they were having a difficult time getting this information and stated they were on the edge of it. It was reviewed that only medtronic could provide device information, patient was transferred to patient registration to get device information. No trouble shooting was done. No further patient complications were reported /anticipated as a result of this event.